Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer changed the pump supplies to address the issue. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.